Event description:
Complainant purchased accu-chek diagnostic strips from a local pharmacy. Complainant had inaccurate reading. Complainant first thought their sugar had elevated. Complainant contacted accu-chek for a new diary and the firm wanted to know what type strip complainant was using. Accu-chek said the strips the complainant was using was not for sale in the u.s. Firm is sending new strips and they want the other strips back.